Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed as non-sustained vt episodes, and the patient was feeling fatigue. There were no electrical anomalies. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Clavicle crush damage was noted at 23.0-24.0cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observation of noise.